Event description:
As reported, the patient was diagnosed with an indirect inguinal hernia, and underwent repair with the implantation of a perfix plug on (B)(6) 2023. It was reported that on (B)(6) 2023, two-days post implant of the mesh, when the doctor was changing the dressing, he found purulent secretions in the patient's incision, and fever symptoms. The doctor considered incision infection. The patient was given antipyretic treatment and antibiotics to fight the infection. It was reported that currently the patient is in good condition.

Manufacturer narrative:
As reported, post implant of perfix plug, the patient developed a post operative wound infection and is in good condition following treatment. Based on the information provided, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 250 units released for distribution in february 2022. Post operative infection is a known inherent risk of surgery. The warning section of the instructions-for-use, supplied with the device states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.